Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci), a 16 x 2.50 promus premier select was used, but stent damage was noticed. The procedure was completed with another of the same device. No patient complications occurred.